Event description:
It was reported that during a procedure, a pin from the posterior cutting guide assembly detached and fell from the guide. There was a short delay to retrieve the pin. Nothing was left in the patient. This event is related to a malfunction that could potentially lead to a sterility issue or serious injury. However, there was no report of patient harm or any further outcome. Attempts have been made and no further information will be provided.

Manufacturer narrative:
(B)(4). G2 - foreign: denmark. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product confirmed that the pin has become disassembled. Review of the applicable drawing confirmed that the pin is glued into place using loctite during manufacturing. The product has a potential field life of 6 years. There appears to be evidence of glue residue within the hole from which the pin has come out from. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.